Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer alleged that the pump did not annunciate an audible tone. The customer declined to perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.